Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the iol was repositioned during a secondary procedure. It was reported that the patient's vision on post op day one was not too great, but the surgeon stated they would review again in 4 weeks time. The surgeon did not have to explant lens and the repositioning procedure went as planned.

Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that following an intraocular lens (iol) implant procedure, the lens was noted to have shifted/decentered. No further information is expected.